Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the button will work at first but then afterward, no other button will function at that point. Customer's most recent blood glucose was 300 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined returning the pump for analysis.